Event description:
The patient reported the device system was explanted due to three infections. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.

Manufacturer narrative:
The hcp reported that the patient was diagnosed with an infection in (B)(6) 2006. The patient did not have meningitis. The patient signs/symptoms of infection were reported as redness, drainage, and pain. The primary location of the infection was the device pocket. A culture was taken (date not reported) and revealed staphylococcus. The patient was given unspecified perioperative antibiotics and treated with unspecified oral and intravenous antibiotics. The infection resolved. The hcp reported diabetes as a pre-existing risk factor. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2006, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-may-18. The hcp stated that the patient still has the wires from the stimulator implanted but their stimulator was removed. The two leads run on each side of the body from l3/l4 down to the sacrum. The hcp did not know why the device was removed. No further complications were reported/are anticipated.